Event description:
It was reported that the patient was not able to get enough pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three months after the permanent implantation. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5164097/5163601.